Event description:
Caller states customer had low blood glucose symptoms with result of 270 mg/dl obtained on the aviva system. Emergency medical technicians (emts) arrived approximately 20 minutes later. Customer tested 43 mg/dl on professional device and was treated with a "sugar" IV. Requested return of suspect device and replacement was sent.

Event description:
Caller states customer had low blood glucose symptoms with result of 270 mg/dl obtained on the aviva system. Emergency medical technicians (emts) arrived approximately 20 minutes later. Customer tested 43 mg/dl on professional device and was treated with a "sugar" IV. Requested return of suspect device, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.